Manufacturer narrative:
The customer¿s report of a pump event was not confirmed. Review of the pcu event log shows pump module s/n (B)(4) was programmed to infuse a primary infusion of drugid 1 at a rate of 250ml/hr with a vtbi of 500ml at 7:17 pm on (B)(6) 2019. At 7:22 pm, the user programmed a basic secondary infusion to run at 9.8ml/hr with a vtbi of 100ml. At 8:14 pm, the user stopped the secondary infusion and switched to the primary infusion running at 250ml/hr. At 8:22 pm, the user programmed a basic secondary infusion to run at 9.8ml/hr with a vtbi of 9.8ml. At 9:22 pm, the secondary infusion completed, and the device transitioned to the primary infusion running at 250ml/hr. At 10:02 pm, the door was opened, and the device alarmed for check IV set. The device was then paused and then channeled off. The volume recorded as being infused during this period was 225.327ml for the primary infusion and 18.089ml for the secondary infusion. The root cause of the reported pump event was not identified. No device was returned for investigation. Log review only.

Event description:
It was reported that an insulin infusion error occurred due to operator error. It cannot be confirmed if an over or under infusion of insulin occurred. No patient harm occurred and medical intervention was not required. This event occurred in the emergency department.